Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with subcutaneous implantable cardioverter defibrillator (s-ICD) was inappropriately shocked for t-wave oversensing. The cause appeared to be positional due to a significant weight gain. T-waves became notched when the patient would lie down on the device or on his stomach. The device was reprogrammed to alternate vector and the plan was to have the patient do treadmill (stress) testing. Additional information was provided that noise was seen in alternate vector on the captured s-ecgs. The field representative stated this occurred when the patient was moving after the stress test. The noise artifact was only seen when the patient would double over with extra exertion. The field representative noted that secondary vector also looked very different compared to implant. Boston scientific technical services (ts) discussed obtaining a chest x-ray and if the issues with noise were to increase and patient required therapy, there may be a delay in treatment if noise is sustained. Defibrillation threshold (dft) testing was performed. The first dft failed in standard polarity. The second dft was successful in reverse polarity. The x-ray showed that the electrode had pulled back with a slight loop and was more inferior. No interventions or programming changes were planned at this time.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned in a loop at the middle section. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The loop at the middle section of the electrode appeared to be procedurally induced during the explant procedure.

Manufacturer narrative:
(B)(4) ; when additional information becomes available, this report will be updated.

Event description:
Additional information was received approximately one month later that both the s-ICD and electrode were explanted. A previous chest x-ray noted the electrode had pulled back. The system was replaced with a new system. No additional adverse patient effects were reported. The electrode is expected to be returned.